Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v556394, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was not able to make adjustment both with or without antenna attached. The patient was experiencing a loss of therapeutic effect which she noted about 3 weeks ago. The patient experienced no stimulation sensation. Patient did not feel any stimulation and did not recall when she last felt stimulation as she was paralyzed on that side. It was unknown when the event or symptoms occurred. The patient did have a fall previously and all just today; they were both minor incidents. The patient's last appointment to have device checked was in december. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was unknown. A replacement of the lead and implantable neurostimulator was noted to have occurred on (B)(6) 2013. No hospitalization was required and the patient was doing well at the post-operative visit on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v556394, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).